Event description:
The olympus representative reported that the evis lucera elite colonovideoscope presented with distal end defects, including the lens and the cover. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was foreign material coming out of the nozzle due to insufficient reprocessing of the device. This report is intended to capture the reportable malfunction of foreign material that came out of the nozzle that was found during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to the clogging of the nozzle, the water removal ability does not meet the standard value; the adhesive on the distal sheath had a white-clouded area and was cracked with a chip; due to the wear of the angle wire, the play of the up/down knob was outside the standard value; the plastic distal end cover was dented; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.